Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat¿ from heartsine technologies on the 21st may 2018. On visual inspection, the membrane tail was found to be misaligned within the j11 connector. This resulted in track 4 of the membrane tail not correctly aligning with the pin in the j11 connector. This would account for the green status indicator remaining extinguished, as per the reported fault. The fault was cleared subsequent to the correct installation of the membrane tail. This would confirm a failure due to the misalignment of the membrane tail. Heartsine records indicate the device had performed to specification throughout testing on the 21st may 2018, this would indicate the membrane tail had made sufficient contact with the j11 pins at that time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
No green status indicator although device switches on and gives prompts. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No green status indicator although device switches on and gives prompts. No patient involved.